Event description:
Allergan representative reported the band slipped on a lap-band system. This problem was first noticed when the patient came to the doctor complaining of "reflux and vomiting." During explant surgery, "the trocar went into the aorta." The patient was transferred to the intensive care unit however "is doing fine." The doctor removed and did not replace the lap-band system. Additional information: "egd showed the lap-band had slipped." Prior the event, the patient had successfully "lost 80 pounds, and was doing really well with their lap-band system until all this happened." Follow up in progress.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Band slippage, vomiting, and reflux (regurgitation) are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the serial number of the device has been requested. Device labeling addresses the reported event of band slippage, vomiting, and reflux (regurgitation) as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling "adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body."